Event description:
The patient was stable.

Manufacturer narrative:
A partial lead with the pin measuring 7.8 cm was returned for analysis. External insulation abrasion was noted at 7.2cm to 7.4cm from the pin consistent with lead friction to the device can. The outer insulation was breached, and the outer coil was exposed. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right atrial lead that had noise. The lead was explanted and replaced.